Manufacturer narrative:
Product analysis: analysis confirmed that the programmer's stylus was inoperative. It was also found that the programmer powered off approximately ten seconds in to the boot cycle. The programmer also failed incoming testing related to the link electronic module (lem). All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus did not work, the programmer did not power on, and the radiofrequency (rf) head did not work. The programmer and rf head have been returned for service. There was no patient involvement.